Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was visible on the iab. Two kinks were found on the catheter tubing approximately 75.9cm and 77.0cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were found on the catheter tubing approximately 51.8cm and 52.3cm from the iab tip. The evaluation confirmed the reported problem. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after insertion intra-aortic balloon catheter did not inflate and leaked. The intra aortic balloon pump showed alarm as blood was detected in the catheter. There was no patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that after insertion intra-aortic balloon catheter did not inflate and leaked. The intra aortic balloon pump showed alarm as blood was detected in the catheter. There was no patient injury.